Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was splitting. This was discovered before use. The following information was provided by the initial reporter: material no.: 382523, batch no.: 9294144. It was reported that an insyte autoguard catheter was split at the tip of the needle. Per email: we discovered a bd insyte autoguard bc 22 ga x 1in, 0.9 x 25mm IV catheter was split at the tip of the needle.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was splitting. This was discovered before use. The following information was provided by the initial reporter: material no.: 382523 batch no.: 9294144 it was reported that an insyte autoguard catheter was split at the tip of the needle. Per email: we discovered a bd insyte autoguard bc 22 ga x 1in, 0.9 x 25mm IV catheter was split at the tip of the needle.